Manufacturer narrative:
We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. Please refer to complaint (B)(4).

Event description:
Medwatch report explained that trauma patient with saw damage, cut to hand with lacerated muscle, tendon and nerve. During microsurgical hand repair identified micro pickups and needle holders with malaligned/bent tips; back up set of instruments not readily available. Patient needs additional surgery to repair nerves. Product codes and lot numbers are unknown. Devices referenced in this complaint are for reporting purposes only. We recently revised our MDR reporting procedures based on feedback from a recent FDA audit that was conducted in 2013. Once the changes were made to the procedures, we conducted retrospective review of our product complaints and MDR files. The attached MDR report is being filed as result of those changes we made to our internal MDR reporting procedures. In addition, a new complaint of (B)(4) was generated as additional follow-up reports could no longer be generated in the old system. (B)(4).

Manufacturer narrative:
Follow up to submit medwatch report forwarded by the FDA and patient information.

Event description:
Medwatch report explained that trauma patient with saw damage, cut to hand with lacerated muscle, tendon and nerve. During microsurgical hand repair indentified micro pickups and needle holders with malaligned/bent tips; back up set of instruments not readily available. Patient needs additional surgery to repair nerves. Product codes and lot numbers are unknown. Devices referenced in this complaint are for reporting purposes only.

Manufacturer narrative:
It is not clear at this point if the device and/or lot information is available. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot information does becomes available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not returned.